Manufacturer narrative:
Device lot number: requested, unknown. Device expiration date: unknown due to unknown lot number. Device UDI: n/a as this product code is not exported to the us market. Device implanted date: device was not implanted. Device explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. Since the actual sample was not returned, detailed investigation could not be performed. Review of the manufacturing history record and the product inspection record of the actual sample could not be carried out since the involved lot number was unknown. Through the follow-up investigation with the user, we confirmed that there was no causal link between the sheath in question and the event. In addition, there was no defect recognized in the sheath by the user. During the investigation, we obtained the information that there was no damage in the sheath and no causal link between the sheath and the event. In addition, since the actual sample was not returned and the condition of it could not be confirmed, the cause of the occurrence could not be clarified. Relevant instructions for use (IFU) reference: "intended users: the device shall be used by physicians who are well trained in manipulation and observation under fluoroscopy". (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the glidesheath device involved was used for cryo anterior renal artery embolization and marking via radial access for visceral intervention. During attempt to insert a guidewire into the radial artery before inserting the sheath, vascular damage occurred. Compression hemostasis was performed. The radial artery approach was abandoned and was switched to femoral approach and the cryo anterior renal artery embolization and marking was performed. The procedure outcome was not reported. The patient was harmed; however, not seriously.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section d3.